Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR. Report # 3007566237201106550 in regards to previously reported withdrawal and pt's pump replacement. Since the time of the pump replacement, the pt had returned to the hospital with signs of withdrawal again. Signs including general discomfort, and significant increase in tone and muscle spasms. The pt was noted to have cried constantly. The pt returned to the hospital again on (B)(6) 2011, and an attempt was made to perform a dye study, but a nurse practitioner was unable to access the catheter access port (cap). A second dye study was completed under fluoroscopy the next day, and it was determined that the pump had flipped. Surgery was scheduled for (B)(6) 2011 to correct the flipped pump. Physician had also elected to replace the pt's entire catheter due to the possibility of a potential intermittent kink or damage, as a result of the pump having flipped. A new catheter was placed at the t1 location. The pt was released on (B)(6) 2011, and the pt experienced a seizure on the way home. The pt returned to the emergency room that same day, and was readmitted to the hospital. Following work-up, the recently placed new catheter was found to have completely backed out of the intrathecal space. A revision surgery was scheduled for (B)(6) 2011. Upon opening the pt's wound it was found that an anchor was still tacked down "nicely", but the catheter had backed out of the intrathecal space anyway. The physician placed a new spinal catheter segment at the t1 location; and a splice was made to the existing pump segment of catheter. The pt was planned to stay in the hospital until their physician was certain there was no further signs or withdrawal.